Event description:
It was reported that damage occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure the was sheath tip bent. The patient condition following procedure was stable.

Manufacturer narrative:
Sec e1: initial reporter phone: (B)(4).